Event description:
It was reported that during a procedure involving the prb35-05-120-120 protege ef stent, moderate resistance was encountered when advancing the device. As the stent was being advanced in the patient, it prematurely started to flower, which prevented advancement to the target lesion in the superficial femoral and popliteal arteries. The device was safely removed from the patient and replaced with a different stent to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.